Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the patient experienced a cardiac perforation which was possibly caused by the tine during first deployment. Cardiac tamponade, pericardial effusion, asystole and atrial fibrillation (af) were also noted. After the first expansion, a poor threshold was observed, leading to a recapture. The delivery system was removed from the body, flushed, and reinserted. Shortly after reinsertion, a drop in blood pressure was confirmed. A pericardial puncture was performed with medication administered. Although a heart rate was maintained, blood pressure remained unstable for approximately one hour. Despite continued drainage using echocardiogram, it was determined that surgical hemostasis would be the best course of action. Just before transfer, the patient experienced cpa and phrenic nerve stimulation, and cardiac massage were initiated with a heartbeat restored. Bleeding was also confirmed in the abdomen, so it was treated. Surgical hemostasis was performed successful ly. The leadless ipg was attempted/not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra] product ID: [mc2avr1-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.